Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the active directory was not able to use logins. The technical support specialist had asked whether customer had tried logging into the server webpage first and then the station to see if that worked. The technical support specialist also requested the station name and time of the last domain login attempt, but the customer was unsure how to find the time. The customer mentioned a similar previous ticket where pyxis had checked. The specialist reviewed station logs but did not find any domain account logins or related errors. The customer was asked to have the user's experiencing issues log in again and provide the station name and time so logs could be checked. User identifier provided by the customer did not show any relevant information in logs. Account activity was verified on the server using the attached knowledge article. The customer stated the users would not be available. The technical support specialist asked if the case could be closed and advised the customer to email directly when the users return, so a follow-up ticket could be opened. The customer acknowledged, and the case was closed. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the server did not respond as expected, and a new user was unable to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.